Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, the home patient "reset alarm" and was connected and in initial drain at the time of the call. Baxter's technicial service center assisted the home patient in ending therapy eary. The home patient was later diagnosed with peritonitis and hospitalized, but they were unable to provide details. Repeated attempts to contact clinic personnel for additional information have been successful.